Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the recharger antenna cord was damaged. Patient stated her implant wasn¿t working because the implant battery was dead, it was dead since it wouldn¿t charge. It was noted the patient would plug the recharger into the controller and the controller wouldn¿t find the device, it was very difficult to charge. Patient noticed ¿2 choices would come up¿ on the controller and she didn¿t remember the 1st choice but the 2nd choice had a screen with number 99 and the controller would not find the device. Patient noticed the recharger antenna was getting hot at the tip and a crack in the antenna cord. It was reviewed that once patient had the recharger antenna, she would call back for troubleshooting. It was noted the patient had issue with controller not being able to find the device, recharger antenna was getting hot, crack in recharger antenna and implant battery shut off. Additional information on apr-20-2018 stated that patient got the replacement part. Patient stated she was charging and was at 30%, patient continued to charge and was able to increase. It was noted she had the therapy where she did not feel the stimulation. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a damaged recharger antenna cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.